Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting and reported that they were able to clear the alarm. The customer was reported that they not able to rewind the insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error and rewind anomaly not found during testing. Device passed the self test, the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test.